Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump received an unexpected power loss alarm. The customer¿s blood glucose level was 10.6 mmol/l. Edit as per description. The customer did not receive a low battery alert prior to the replace battery now alarm. The customer also states the battery cap was loose. The customer was advised the pump requires brand new or fully charge batteries to work effectively. Advised we will send a replacement battery cap. The insulin pump will not be returned for analysis.